Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on investigation, the pump powered on normally with functional auditory and vibratory alarms. The pump was exercised for 24 hours without any failure of the auditory alarm. The pump was opened for investigation and did not reveal any damage, defect or contamination of the interior pump components, including the auditory alarm assembly unit. Investigation did not duplicate the reported issue of ¿no sounds¿ and the pump was found to be operating within the required specifications without malfunction.